Event description:
Procedure: left hand

Manufacturer narrative:
All information reasonably known as of 23-mar-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
Appropriate clinical signs, symptoms, conditions term / code not available (metal taste in his mouth). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. The initial report was submitted using atw MFR report number 3006646024-2021-00002. All information reasonably known as of 04-feb-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Fill volume: unknown. Flow rate: 8ml/hr. Procedure: unknown. Cathplace: unknown. It was reported that during use of the device the patient developed a metal taste in his mouth. The symptoms progressively got worse and the patient experienced some oral numbness but no ringing in the ears. The patient clamped the pump and anesthesia had the patient pull the pump.